Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(4) 2018, one (1) variable angle (va) locking compression plate (lcp) proximal tibia plate small bend was missing from a set during an unknown procedure. It was mentioned that the bill of the materials showed that the plate was in the set. The surgeon ended up using a six (6) hole right plate. It is unknown if there was surgical delay. Procedure outcome is unknown. There was no patient harm/consequence. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).